Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the probe broke off and fell into the patient. The device fragment was retrieved with an unknown device. There was no bleeding observed. The surgeon was performing a seal /cut on the patient when the incident occurred. A ¿probe damage¿ error message was observed on the generator. The generator settings were cut1/coag1. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points to generator were inspected prior/post procedure with no anomalies found.